Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported missing coating was unable to be confirmed. Based on a visual inspection and chemical analysis of the returned device, hydrocoat was present on the entire outer surface of the polymer. There is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the command guide wire was removed from the packaging hoop without resistance when it was noted that approximately 1 cm on the tip of the guide wire did not have hydrophilic coating on it. There was no patient involvement. Another command guide wire was used without further incident. No additional information was provided.